Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with foreign material which could not be removed due to buckling of the nozzle. The material was fibers or plastic. In addition, service found the light guide cover lens was cracked, the adhesive on the bending section cover was peeled off and cracked, there was play on the angulation control knob, angulation was reduced, and there were cuts on the biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a blockage on the air water channel of the subject device. The blockage was detected outside of a procedure, therefore no patient or procedure was impacted. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the reprocessing after the previous case being inappropriate and the nozzle becoming clogged with foreign matter. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the air-feeding function and the objective lens cleaning function." 2) "warning: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side. Flush the air/water channel with water and air." 3) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure." 4) " manually cleaning the endoscope and accessories, clean the external surface, immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution and remove detergent solution from all channels." 5) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.